Event description:
Boston scientific crm received information that originally it was suspected the right ventricular lead fractured due to high out of range impedance measurements. However, the physician reopened the device pocket and found it was not the lead itself that was attributing to the high impedances, it was a set screw issue. The physician tugged on both leads and the right ventricular lead seemed tight. The lead was disconnected from the pacemaker and connected to the analyzer and appropriate measurements were obtained. The lead was reconnected to the device and device based testing showed good impedances, threshold and sensing measurements. The system was rechecked the following morning and all everything appeared fine.

Manufacturer narrative:
The pacemaker remains in service. Should additional information become available, this event would be updated.